Manufacturer narrative:
(B)(4). P-cap or reservoir locks properly into place. Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. Unit received pump error alarm and charge/battery lasts less than expected in formatted history and power management graph, problem isolated to electronic assemblies as per global logic analysis. Unit received with pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had a power error detected alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.